Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. A verification of failure mode reported in the current manufacturing process was conducted from the current production p/n ae05ml auto endo5 ml lot# 73j1800484 and the issue reported clips failed to engage was not observed in the current manufacturing process. The clips were loaded, closed and released correctly. The device history review for the product auto endo5 ml lot #73b1800528 was manufactured on 02/26/2018 a total of 288 pieces. Lot was released on (B)(6) 2018. DHR investigation did not show issues related to complaint. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic pyeloplasty procedure, the automatic hem-o-lock device failed to deploy the hem- o-lock clips as required. When pre-loading the device, the clips failed to engage and fired out as fully closed clips. The surgeon tried to further test the device away from the patient. The surgeon requested a new device, the fault occurred with the replacement device.